Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to rv lead fracture.

Manufacturer narrative:
An error in the transmission of this follow up was discovered. Upon receipt the lead was found severed 11.5 cm distal to the is-1 connector pin. A proximal and a 52 cm long distal lead fragment were received for analysis. Extraction aids were still mounted in and on the distal lead fragment. The performance of the lead fragments was scrutinized including a visual analysis. During the inspection multiple abrasion marks were detected on the leads body, in particular a due to wear damaged insulation was found in the distal part of the distal lead fragment. In addition, parts of the fixation helix and ring electrode were found covered with calcified tissue. This damage is assumed to be the root cause of the clinical observation. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased in-growth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further damages like the bend in the distal lead fragment 6 cm proximal to the lead tip and the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.